Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the extension tubing and y-port connection during use while starting the infusion. The following information was provided by the initial reporter, translated from chinese to english: "after puncturing the patient, the nurse found fluid leaking from the connection between the extension tube and the paddle hub. After completed the penetration and start infusion, it's noticed that leakage at the connection site between ext. Tubing and y-port".

Manufacturer narrative:
A device history review was conducted for lot number 7327622. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Based on investigation results to date, root cause to manufacturing process cannot be determined.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked at the extension tubing and y-port connection during use while starting the infusion. The following information was provided by the initial reporter, translated from chinese to english: "after puncturing the patient, the nurse found fluid leaking from the connection between the extension tube and the paddle hub. After completed the penetration and start infusion, it's noticed that leakage at the connection site between ext. Tubing and y-port".